Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue, however the device logs indicated gas loss in iab circuit alarms were present on (B)(6) 2022. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed iab circuit error. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Other point of contact name robert victor - his email address is (B)(6); from service report.